Event description:
It was reported that during a cystectomy procedure, the device was used to staple across the bowl. Nothing unusual was noticed before use. The device was fired over the bowel and when it was released , it was found that no staples were present anywhere. It appears the device did not staple, as the bowel was crushed, a small portion of the bowel was removed. The device was then used with a reload from a different lot and it worked.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.